Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving baclofen 2000 mcg/ml; 1900 mcg/day via an implantable pump. Indication for use was multiple sclerosis and intractable spasticity. The date of the event was asked but was unknown. It was reported the pump pocket was filling up with spinal fluid. The catheter was replaced on (B)(6) 2018. The explanted catheter was discarded. The issue was resolved. Patient status at time of this report was alive - no injury. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. It was unknown if any diagnostics/troubleshooting was performed. Other medications the patient was taking at time of the event were not available. Patient weight and medical history were asked and will not be made available. No further complications were reported.